Event description:
This is being submitted after looking at fall trends. It was discovered the new beds have a higher mattress and shorter side rails that curve at the end of the rails. This makes it easier for a confused patient to get out of bed.